Manufacturer narrative:
Pump was received with intermittent button response due to moisture damage on keypad traces. No numbers ramping up noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call to have experienced keypad anomaly. It was reported that the esc button was not responding continued to scroll after priming. Customer's blood glucose was 300 mg/dl. Caller states that anomaly may have been caused by rain at the park. After troubleshooting, customer was advised that insulin pump would need to be replaced.